Manufacturer narrative:
This intellmap orion catheter was received by boston scientific and laboratory analysis was performed. Visual inspection revealed kinks in multiple spots of the deployment shaft, no other abnormalities were noted. Steering planarity testing was performed, the results were out of specification. Functional testing was performed, the catheter was visibly deployed on the rhythmia hdx system without mapping capability issues. The device passed a full electrical test. Complaint was confirmed. The deployment shaft was kinked, twisted stretched in multiple spots along the entire shaft which can affect the curve. Also, the curve locking knob broke off.

Event description:
It was reported that during a procedure to treat frequent ventricular tachycardia, an intellamap orion catheter was selected for use. During the procedure it was noted that the basket could not curve. There was resistance while maneuvering the catheter in the left and right ventricle. Therefore, it was removed from the patient, and the shaft near the basket fractured. The sheath was straight during retraction into the sheath. The catheter articulation state during retraction into the sheath was good. The catheter was replaced, and the procedure was completed without any patient complications. This catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat frequent ventricular tachycardia, an intellamap orion catheter was selected for use. During the procedure it was noted that the basket could not curve. There was resistance while maneuvering the catheter in the left and right ventricle. Therefore, it was removed from the patient, and the shaft near the basket fractured. The sheath was straight during retraction into the sheath. The catheter articulation state during retraction into the sheath was good. The catheter was replaced, and the procedure was completed without any patient complications. This catheter is expected to be returned for laboratory analysis.